Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? What is the date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative vaginal cuff infection? What is the patient¿s current status? What is the users experience w/ surgicel powder and other hemostatic agents?

Event description:
It was reported that a patient underwent an abdominal hysterectomy procedure on an unknown date and absorbable hemostat was used. Post-operatively the patient had a vaginal cuff infection. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Additional information was requested, and the following was obtained: 1. What is the date of index surgical procedure? Was not informed of date 2. What were the diagnosis and indication for the index surgical procedure? Not disclosed 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Not disclosed 4. Was there any intraoperative concurrent use of other products? Not disclosed 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Used to address bleeding 6. Where was the surgicel used (on what tissue)? Vaginal cuff 7. How much surgicel was used during the procedure? Most of powder applicator 8. What were current symptoms following the index surgical procedure? Onset date? Not disclosed 9. Were cultures performed? If yes, results? Not disclosed 10. Has any surgical or medical intervention been performed? Not disclosed 11. What is physician¿s opinion as to the etiology of or contributing factors to this event? Believed patient had pre-existing conditions and does not believe surgicel was root cause 12. What is the patient¿s current status? Not disclosed, sounds like patient was treated for infection, I was informed of outcome weeks after occurred 13. What is the users experience w/ surgicel powder and other hemostatic agents? Has used powder before without issue. We have inserviced on proper use with bleeding, and irrigating after use the following information was requested, but unavailable: 1.please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? Unknown 2. What is the lot number? Unknown 3. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative vaginal cuff infection? N/a this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.